Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed error message (sf197) related to stuck outlet flow sensor and error message (sf101) related to pressure measurement. Visual inspection of the pneumatic block revealed water contamination. The pneumatic block was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).